Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid right coronary artery. A 2.0 x 12 mm mini trek was being used for pre-dilatation when the balloon ruptured at 12 atmospheres. Another same size mini trek was successfully used for pre-dilatation and the procedure was completed with an unknown stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.